Event description:
A female employee called at 3:22 pm because a male pt had gluma desensitizer dropped into his eye during a procedure. She wanted to know what they should do. She said that they had rinsed the pt's eye thoroughly. Heraeus technical rep told the employee that the pt needed to see an optometrist or go to the emergency room. She said she wanted heraeus technical rep to talk to the dentist. The dentist asked what to do next and he was told that the pt need to go to the optometrist or emergency room (ER). Heraeus technical rep told the doctor that heraeus needed to get some info about the incident and he said that the pt was in his car and he need to take the pt to the doctor. The dentist was told to take to the nearest optometrist or ER.

Manufacturer narrative:
This device was not returned for eval. The labeling specifically indicate the requirement for eye protection for user and pt. The injury experienced is a result of the dentist dropping product in pt's eye. Necessary precautions to protect the eye was not taken by the dentist.